Event description:
Related to MFR report # 2183959-2012-01520. Plaintiff was implanted with the ams monarc on "(B)(6) 2005." Plaintiff's attorney alleges that "as a result," of the mesh, plaintiff experienced, "debilitating injuries," including mesh erosion, bleeding, discharge, and chronic pain," leading to surgery, required and will continue to require healthcare services, has and will continue to suffer mental anguish, diminished capacity for the enjoyment of life, a diminished quality of life, chronic and debilitating pain and other damages. Also alleged, the plaintiff suffered severe and permanent injuries.

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a follow-up report will be sent.